Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection of the reader has been performed and no issues were observed. Performed the built-in reader test. The reader test passed. Did not observe error message. Performed visual inspection on the usb/charging cable and no issues were observed. Issue is not confirmed . All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 9 message on the display of their adc reader. Customer further reported they experienced loss of consciousness and was able to self treat. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported being unable to test due to receiving an error 9 message on the display of their adc reader. Customer further reported they experienced loss of consciousness and was able to self treat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.